Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse used intercart diagnostic tool to ensure which fiber ports needed to be cleaned. The fse cleaned the fiber ports. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered an error and they had to reboot two times while setting up for a procedure. During the call, they were already mid reboot. The system came back up with a "da vinci is ready" message. The technical support engineer (tse) was unable to view the logs after the reboot. The tse was called back and informed that the customer had taken the system out of commission and was using another robot entirely. They had since put it in storage with "do not use" signs. The procedure was aborted to another da vinci with no reported injury.